Manufacturer narrative:
Patient ID and weight were not provided. This site has a biomed shared services agreement. The system was checked out by the site biomed department and the issue could not be reproduced. System is working as intended and available for use. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiologic technician (rt), reported that they were having issues booting up the o-arm prior to use in a spine surgery. She stated that when they initially turned on the o-arm the mvs (mobile viewing station) screen remained black. She confirmed that the monitor power switch was in the on position. Re-booted the o-arm and the mvs for a second time. This time the o-arm took longer than expected to boot up and the x-ray indicator on the pendent was showing a red 'x'. Delay to surgery approximately 20 minutes. Ultimately, the use of the o-arm and navigation was abandoned. Case completed without. No harm to patient.